Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty attaching multiple connectors from one lot. The issue resolved when a connector from a different lot was used, and insulin delivery continued normally. Blood glucose levels were unaffected and no long-term health effects were reported.